Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Symptoms reported include a hematoma and pain. The patient was treated in the emergency room (ER) by a colleague and was diagnosed with cellulitis. The patient was treated with antibiotics and was prescribed augmentin 875-125, to be taken twice daily for one week. Upon removal of the pod, it was discovered that the needle did not retract upon initial activation; this indicates that a needle mechanism failure occurred. The pod was discarded in the ER.